Event description:
It was reported that the patient experienced pain/irritation at the intrathecal catheter lumbar insertion (incision) site. The patient had an elective replacement of the proximal end of the catheter performed. A new catheter was, then, implanted. The patient's pump contained the following: hydromorphone at a concentration of 80.0 mg/ml and a dosage of 48.459 mg/day; fentanyl at a concentration of 1,000.0 mcg/ml; bupivacaine at a concentration of 40.0 mg/ml; compounded baclofen at a concentration of 900.0 mcg/ml; and clonidine at a concentration of 600.0 mcg/ml. The infusion mode was simple continuous and the infusion rate was 0.6057 ml. The patient resolved without sequelae.

Manufacturer narrative:
Catheter model 8709, lot# j12056r15, implanted: 2004 (B)(6), explanted:2005 (B)(6).